Manufacturer narrative:
(B)(4). The t:slim g4 system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that after she applied the sensor, she felt itchiness, saw redness and noticed that the site was swollen. Upon removal of the sensor, the site bled. On (B)(6) 2016, the patient was seen by an urgent care provider and was told she had cellulitis from needle insertion. Patient was prescribed an antibiotic and was instructed to use a warm compress on the affected area. Site was also treated with over-the-counter (otc) alcohol, otc cortisone cream and otc bactrim. Additionally, patient reported that the skin reactions had been occurring for approximately 2 months and happened with both the dexcom cgm and her insulin pump. Patient also stated that she has a history of skin sensitivities to metals. At the time of contact, the patient had set an appointment with a diabetes care specialist to determine a plan of care. No product or data was returned for investigation. However, a photo of the skin reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.